Event description:
The son of a (B)(6) female patient contacted zoll customer support to report that the patient's response buttons on her monitor were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the both the front and rear response buttons were non-functional. The cause for the defective response buttons was isolated to an extra layer of insulation causing the response button connectors to not be fully seated. The root cause of the extra layer of insulation could not be positively identified but was likely due to assembly error. No adverse event resulted from the defective response buttons. The patient received a replacement monitor.